Event description:
A clinical application specialist (cas) from a distributor called galil because the test of the needles was not possible (the magnifying glass button was not displayed on the system screen). The pressures displayed on the screen were correct (138bar/argon and 150bar/helium) and the I-thaw leveler was in the correct position (helium for iceseeds). He was instructed to turn the machine off and on again and when the machine was turned on the "no connection to the hardware..." Message was displayed. The local cas checked that the emergency stop button was not pressed. He then turned the machine off and on again and the same message was displayed. They decided to cancel the treatment. The pt was under anesthesia.